Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd luer-lok¿ disposable syringe had foreign matter particles in the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd luer-lok¿ disposable syringe had foreign matter particles in the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Release date: 5/03/2017. Batch quantity was 302,400. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7114741 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: since no samples displaying the reported condition were received no defects could be confirmed. Since no samples displaying the reported condition were received a potential root cause could not be defined. Since no samples displaying the reported condition were received corrective actions are not necessary. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a bd luer-lok disposable syringe had foreign matter particles in the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no.